Event description:
The customer alleged that the bed experienced an unintentional movement of the head up function. There were no injuries associated with this event.

Manufacturer narrative:
Received email from prasong alleging that the bed experienced an unintentional movement of the head up function. Prasong stated that they found the alleged problem to be struck head up switch in the foot end control panel (B)(4). Prasong stated that when they unplugged the foot end control panel cable from the control box this corrected the alleged problem. A replacement control panel was sent for replacement. Visual check of the returned control panel: obvious rust on the press button. Possible root cause of the issue: press button moisten sour or alkali. It could cause erosion. If it lie in the environment high temperature or high humidity, it could increase the speed of rust or erosion result more serious situation.